Event description:
It was reported that a patient underwent a sling procedure and a posterior colpoperineorrhaphy in 2006. The surgery and post-operative course were uneventful. The patient did excellent up until recently. Over the past two weeks or so, the patient reports bilateral groin pain radiating to her medial thighs and also pain in the suprapubic area. The pain is worse both with prolonged activity such as walking but also with prolonged sitting. She has used nsaids for about 7-10 days now, but has not noticed much relief. She reports a history of spine problems both in the neck and lumbosacral area (has used a chiropractor), and has no other medical issues. The patient is a veterinarian, and leads a very active lifestyle. An MRI of the lumbosacral spine and a CT of the pelvis and groin areas to see if there is any occult abscess/hematoma in the obturator foramen area have been scheduled. However, the surgeon doubts this is the case because her exam is completely normal and non-tender. The patient has not yet improved, and her symptoms are now also occurring with prolonged sitting. No surgical intervention is planned at this time.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.